Manufacturer narrative:
This device is being evaluated. Other findings were: button dislocation, angle knob play, insufficient angle, nozzle drainage failure, switch 1 scratch, a rubber bond chipping and crack, c cover scratches, image guide corrugated tube coat peeling, s cylinder scratches, objective lens adhesion peeling, light guide lens adhesion peeling and light guide coil wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer returned this evis lucera elite colonovideoscope to the olympus service center. Upon evaluation, foreign matter clogging the nozzle was observed. This report is being submitted for the event found during evaluation. Additionally, this device was cleaned and sterilized before sending to olympus. It was unknown when the foreign material adhered to the device. There were no delay and abnormalities observed during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material. It is unknown if the device was reprocessed in accordance to the IFU. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. ¿inspection of the endoscope¿. ¿ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿. ¿inspection of the water feeding function¿. ¿ keep the air/water valve¿s hole covered with your finger. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.